Manufacturer narrative:
Initial reporter phone no. (Additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection of an anti-siphon valve and the micron filter. This was identified during tpn (total parenteral nutrition) and intralipids infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly place and according to the specification. Pressure testing was performed and no leak was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.